Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2022. The investigation evaluation was completed on 02-aug-2022. A picture showing the tip of the catheter was received for analysis. The photo does not provide sufficient information related to the reported event. It could not be appreciated if the blood was inside or outside the tip and therefore, no result can be obtained from it. A customer complaint cannot be confirmed. The product analysis was performed as appropriate in order to find the root cause of the complaint. The device was returned to biosense webster (bwi) for evaluation. A visual inspection test of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed foreign material inside the pebax on the smart touch unidirectional sf device. The device was inspected on the pebax area, under microscopy, to identify if there was damage on the pebax, that caused the foreign material inside the pebax and a hole was found. A manufacturing record evaluation was performed number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and a biosense webster, inc. Product analysis lab observed a hole on the pebax. Initially, it was reported that blood was discovered under the plastic covering under the tip of the catheter and could not be wiped off. There was no visible damage to the tip of the catheter but it seemed like something in the tip was not correctly put together. The catheter was replaced and the issue resolved. Additional information was received. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The event was assessed as not MDR reportable for foreign material inside the pebax with no external damage. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-aug-2022 there was foreign material inside the pebax. In addition, under microscopy a hole was found on the pebax.. The hole on the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-aug-2022.